Event description:
New information notes the lead exhibited another event of high impedance. The patient will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was revealed that the right ventricular lead exhibited loss of capture and high impedance. It was noted that the lead has had issues since (B)(6) 2019. No intervention was performed. The patient was in stable condition.